Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic with several high ventricular rate events. The high ventricular rate activity appeared to be noise. The noise was not reproducible in clinic testing. Isometrics and gentle tapping on the device showed no noise. The strips revealed that the right ventricular lead also exhibited evidence of no capture which was tested in clinic and was unable to be reproduced. The lead was reprogramed and the patient would continue to be monitored. Information received on 10-29-2015 noted that the patient was seen on (B)(6) 2015. The right ventricular lead was reprogrammed. A chest x-ray was performed and showed no fracture. The patient post event was fine and would return in three months.